Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injection. The customer reverted to an alternate method of insulin therapy.